Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "sagging. Suspected rupture of the implant. Lack of consistency in breast". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening and broken assessed as surgical damage also observed missing piece of shell assessed as inconclusive. ¿ visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "sagging. Suspected rupture of the implant. Lack of consistency in breast". Device has been explanted.